Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury . No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. Further follow-up details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on february 26, 2016. (B)(4).

Event description:
Received a medwatch report from FDA reporting that a flexi seal signal (fms) device was placed on a patient for post-surgical management of profuse drainage to reduce risk of ongoing skin breakdown. It was further reported that approximately around (11) eleven days after insertion; the patient was noted to have bright red blood draining from the device. A surgeon examined the anus and noted superficial erosion of the anterior rectal wall with some slow bleeding which was controlled with a single 0-vicryl suture. Quick-clot was placed.